Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a previous version power switch was found stuck in the depressed position. Additional evaluation findings are as follows: 1.) Fan noted damaged; 2.) Front panel damage; 3.) Top cover deformed; 4.) Front panel chassis bent; 5.) Bottom chassis bent; 6.) Rear foot bent; 7.) Broken screw noted inside the rear panel thread hole; 8.) Rear partition missing; 9.) Olympus lamp installed and read at more than 500 hours; 10.) Burnt mark noted on lamp; 11.) Worn socket slider switch, causing intermittent use of high intensity mode. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device failed to power up when the power switch was pressed. There was no patient injury, associated with the problem, reported to olympus.

Event description:
In addition to the reported phenomenon, a damaged fan was also identified during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction (addition) to b5. The damaged fan found during evaluation was also reportable and was inadvertently missed in b5 of the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation confirmed that the main switch was an older version. Based on the results of the investigation, it is likely the power switch was damaged due to the amount of operating force applied and the number of times exceeding the expected value. There has since been a design change to prevent recurrence. In addition, the damaged fan is due to it being faulty. However, the cause of the faulty fan could not be identified. Olympus will continue to monitor field performance for this device.